Event description:
It was reported that the ilet screen was cracked on a device with serial number (B)(6), and the user transitioned to backup therapy while blood glucose values remained unaffected. Symptoms included no reported clinical effects. Outcomes included device replacement and instructions to return the original device, shut it down to avoid further alerts, and perform a standard startup on the replacement, with data not transferring between devices. Investigation included remote troubleshooting and user counseling regarding shipping, return process, data sync to the mobile app prior to return, and continued cgm use with the dexcom app or receiver. Investigation of this device revealed a physical damage issue to the display component consistent with a broken or cracked screen. It was concluded, based on previously established findings for similar reports, that the cause was external physical damage unrelated to device manufacturing or design.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.